Event description:
It was reported doctor experienced a malfunction on the fiberlife. Fiber was cleaned and presented no tissue on it but fiberlife engaged and was activated. Doctor extracted the fiber, cleaned it again and when tried to fire once more, message of "fiber expired" appeared on the screen at 222,385 joules. "Cleaning of the fiber took a couple of minutes". The procedure was completed with a second fiber. It was reported "no damage to patient".

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone. The metal cap showed burnt on detritus and devitrification of the cap at the output window. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the potential for forward firing may exist. The probable root cause that contributed to this failure was related to heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.